Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer reported that the insulin pump has an unresponsive keypad. Customer reported that they are experiencing high blood glucose levels. Troubleshooting was done for high blood glucose levels. Replacement product is being sent.